Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the audio bolus button was missing; however, the keypad appeared intact with no lifting or peeling observed. The contrast/up/down/ok keypad buttons did not respond to user inputs during testing, and it was observed that moisture shorted the bolus button.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons not responding when pressed. The pt also reported that the audio bolus button is missing; however, keypad is still intact. There was no adverse event associated with this complaint.